Event description:
Registry nurse inserted catheter, removed stylet with safety clip in place and laid aside. While cleaning up work area grabbed used products and received a needle stick in the palm of their hand. Hosp protocol for needlestick injury being followed.